Event description:
Ceramic tip of microwave machine used for ablation broke off and remains imbedded in pt's liver. The product had been voluntarily recalled and was not put back in use until (B)(6) 2011 when new probes were made available by the MFR.